Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button was harder to push as well as reservoir did not lock in place when inserted into insulin pump. The customer¿s blood glucose was unknown. The insulin pump will not be returned for analysis.